Event description:
According to the reporter: occurred during a laparoscopic thoracoscopic upright lobectomy procedure. The stapling devices were being used for dividing the fissure lung. The stapler was not able to fire. The surgeon was able to press the green button but was not able to squeeze the handle. The white serration thing on the handle broke off. In order to resolve the issue and complete the case, replaced with another device. There was no patient harm. The patient outcome is alive, no injury. The patient had undergone chemotherapy or radiation treatments.